Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead dislodged during the implant procedure. It was also reported that the operator was unable to retract the helix in vivo. The lead was explanted and replaced. No patient complications have been reported as a result of this event.